Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient cgm inaccuracy compared to blood glucose meter on 07/14/2014. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.